Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "hairline fracture/rupture to implant with grade 2 capsular contracture." Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe as it is not related to the device. ¿ crease/folding of implant: observed. ¿ rupture: not observed openings during the analysis. No other observations observed, no further actions are required. Additional, changed, and/or corrected data: b1, b5, d9, h3, h6.

Event description:
Healthcare professional reported right side "hairline fracture/rupture to implant with grade 2 capsular contracture." Healthcare professional later reported "creases." Device was explanted and replaced.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6b, h6.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b3, b6.

Event description:
Healthcare professional reported right side "hairline fracture/rupture to implant with grade 2 capsular contracture." Healthcare professional later reported "creases." Device was explanted and replaced.